Event description:
The right ventricular lead was noted to have vegetation. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix mechanism, tip seal observation and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.